Event description:
A customer reported the charging cable to their abbott device care device is "burned." The customer further reports "smoke" from their device. There was no report of fire, explosion or shock. The customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader(B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb port (chipped casing with exposed pins)was observed. Reader was successfully connected with software and was observed to be charging. Damaged usb port and damaged casing dis not impact reader functionality and did not contribute to the complaint. No burn marks were observed. Customer complained that ¿smoke" - "the charging cable is burned¿. Visual inspection has been performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly). No signs of burn marks / components damage were observed. The battery of returned reader voltage was measured within specific ranges. Nxp processor was present. Thermal camera was used to inspect the pcba. No hotspot was observed. Power consumption test was performed. The current draw on the returned reader was within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the charging cable to their abbott device care device is "burned." The customer further reports "smoke" from their device. There was no report of fire, explosion or shock. The customer does report using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.